Manufacturer narrative:
(B)(4). The incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that while the device jaws were being used as a tissue grasper, the jaws could not be re-opened and needed to be pried off tissue with another type of instrument. There was no pt injury.